Event description:
It was reported to medtronic minimed that the customer experienced that a pump error occurred. The event involved product mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variable=[12]) (filenumber=[522] linenumber=[341]) critical handling alarms confirmed in the detail trace files on 03/23/2024 at 03:44:00.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Force sensor zero offset (within) specification (23.7mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case battery tube compartment, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, corroded battery tube, label damage (stained/ faded/ peeling). Missing display window cover and pillowing keypad overlay. Alleged critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 (variable=[12]) (filenumber=[522] linenumber=[341]) confirmed in the detail trace files due to exposure to moisture on the pcba 1. Unexpected error message confirmed due to pump error 63. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.